Event description:
A customer contacted beckman coulter inc. (Bci) regrading erroneously high potassium (k) results produced by the unicel dxc 800 pro synchron chemistry analyzer. Customer reported that intermittently high k results have been produced by the analyzer after the system has been idle. The high results occured on the first few samples run when starting from standby. Only one example of the results were provided. Sample was reported with a k result of 5.5 mmol/l. The erroneous result was reported outside of the laboratory and questioned by the physician's staff. When repeated the result was 4.6 mmol/l and the original result was amended. The customer has not received any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
Samples were drawn in sst's or pst's. Qc is routinely run every 8 hours. Prior to the event qc results were within the established limits. A field service engineer (fse) visited the lab on (B)(6) 2009 and decontaminated the flow cell and replaced all electrodes or electrode tips. As of (B)(6) 2009 there were no further occurrences of high k results. A clear root cause has not been determined to date of this event. A malfunction will be assumed for the purpose of this report. (B)(4).